Event description:
Note: this report pertains to one of two devices used during same procedure. It was reported to boston scientific corporation that two trapezoid rx baskets were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, an alliance handle was used in conjunction with the trapezoid rx basket in an attempt to crush a 2 cm stone. However, basket failed to crush the stone and the tip failed to separate. A soehendra lithotripter was used but failed. The basket was finally removed from the patient by using a rat tooth forceps to pull the basket wires and released the stone from the basket. Another trapezoid rx basket was used and the same issue occurred. A stent was implanted and patient was scheduled for surgery to remove the stone. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Block h6: device code a150301 captures the reportable event of tip failure to separate. Block h2: block b5 have been updated based on additional information received october 1, 2022.

Event description:
Note: this report pertains to one of two devices used during same procedure. It was reported to boston scientific corporation that two trapezoid rx baskets were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, an alliance handle was used in conjunction with the trapezoid rx basket in an attempt to crush a 2 cm stone. However, basket failed to crush the stone and the tip failed to separate. A soehendra lithotripter was used but failed. The basket was finally removed from the patient by using a rat tooth forceps to pull the basket wires and released the stone from the basket. Another trapezoid rx basket was used and the same issue occurred. A stent was implanted and patient was scheduled for surgery to remove the stone. There were no patient complications as a result of this event. Additional information received on october 1, 2022. A plastic stent was implanted to ensure bile drainage until surgery.